Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device has not worked in years. The caller did not know specifically what was wrong with the device. No further complications were reported. No patient symptoms were reported.